Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2014, an (B)(6) years old female patient received a percival pvs25 in aortic position. The procedure was performed via mini thoracotomy and no concomitant procedures were performed. The manufacturer was notified of an sae which occurred on (B)(6) 2014 - non-structural dysfunction / intra-prosthetic regurgitation 1+. Based on the review of the sure-avr database the dysfunction was recorded as 1+ in 2014. At follow-ups in 2015 and 2016 the patient had a mean gradient of 13 and 11 mmhg respectively and a 1+ central leak. At the patient's last follow-up on (B)(6) 2018 they had a mean gradient of 11 mmhg and a central leak of 2+. The manufacturer was notified of another sae, sae 4: valve related serious adverse event: non-structural dysfunction, description: intra-prosthetic regurgitation 3+, which occurred on (B)(6) 2019.

Manufacturer narrative:
The manufacturer received the following information from the site. Intraprosthetic leak progression has been observed over time from grade +1 in 2014 to +3 at the last follow-up (2019). No info about plans of reintervention, just clinical visits and echo. Nyha not related to the leak. Because the device has not been explanted and there are no plans for re-intervention no further investigations will be performed. The manufacturer will continue to monitor this case and if additional information regarding the patient condition or valve functionality is received the manufacturer will update the competent authority. The root cause is deemed to be cause not established.